Event description:
It was reported to philips the unit is overheating. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer stated it was reported that the unit was causing an overheating error. Philips remote service technician had customer check error log and customer found error code consistent with check vent: blower temperature high (ec 1122). Philips remote service technician advised customer of the following: verify that the air inlet filter is not dirty or blocked, verify that the cooling fan is operational, replace the blower, replace the mc pcba. Philips remote service technician provided customer with part number for replacement blower in case it needs replaced. Customer is taking responsibility to correct/repair the device. The customer confirmed no parts were ordered as he could not duplicate the issue after replacing the air inlet filter and fan filter.